Event description:
It was reported that the zimmer dermatome was skipping. Additional clinical follow up indicated that the skipping was noted prior to the surgical procedure and there was no harm or delay of the planned procedure start.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 10 years old and has been returned for repair previously on 04/28/2010. The inspection found that the head and control bar of the unit were both damaged. Pin on the neck was also out of position. Unit was only out of calibration at the zero setting. The cause of the event is the user most likely not maintaining the device properly. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.